Event description:
An outside law firm reported that a patient alleges post-operative product deficiencies with their aesculap knee implant. A revision surgery has not yet been performed. Additional information has been requested but not yet provided. This report is filed under ais reference (B)(4).